Manufacturer narrative:
Unit was received with blank display, problem isolated to mother board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test or verify watchdog timeout, external error, and unexpected restart, weak battery or lost sensor alarm due to blank display. No audio/beep anomaly noted. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked belt clip slot, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump shut down and when it came back up it buzzed very loudly. The insulin pump alarmed watchdog timeout, unexpected restart, and external error. The constant tone continued. The insulin pump returned to normal function after a battery change. The self-test passed. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.